Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 18.3 cm was returned for analysis. Final analysis found an external abrasion breaching the outer insulation at 6.9 cm to 7.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against device can. All other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.